Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected a high out-of-range right ventricular (rv) lead shock impedance measurement. The following day the value returned to normal. No intervention is planned and the patient will be monitored. No adverse patient effects were reported. The device remains implanted and in service.